Manufacturer narrative:
Block e1: initial reporter facility name: ruijin hospital, shanghai jiao tong university school of medicine. Block h6: imdrf device code a0501 captures the reportable event loop detachment. Block h11: investigation results the device returned and it was found during visual inspection that the device returned without the loop and the cannula, it was found during visual and microscope inspection that the tip of the wire had welding traces. No other problem was noted. The reported event of "wire break" can't be confirmed. The device it was found that the device returned without the loop and the cannula, during a destructive, visual and microscope inspection it was found that the tip of the wire had welding traces. It is concluded that the manufacturing process was capable to ensure the correct crimping of loop. Therefore, since the cannula and the loop were detached from the wire and did not return for the analysis. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Boston scientific as initiated an investigation to address the allegation of loop detachment".

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used in the intestinal tract during an intestinal polyp extraction procedure for polyp performed on (B)(6) 2024. During the procedure, the inner wire was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of the device returned without the loop and the cannula. Please see block h11 for full investigation details.

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used in the intestinal tract during an intestinal polyp extraction procedure for polyp performed on (B)(6) 2024. During the procedure, the inner wire was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of the device returned without the loop and the cannula. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable event loop detachment. Block h11: investigation results the device returned and it was found during visual inspection that the device returned without the loop and the cannula, it was found during visual and microscope inspection that the tip of the wire had welding traces. No other problem was noted. The reported event of "wire break" can't be confirmed. The device it was found that the device returned without the loop and the cannula, during a destructive, visual and microscope inspection it was found that the tip of the wire had welding traces. It is concluded that the manufacturing process was capable to ensure the correct crimping of loop. Therefore, since the cannula and the loop were detached from the wire and did not return for the analysis. Due to the product analysis performed on the device it was found that wire inside of the working length returned complete. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Boston scientific as initiated an investigation to address the allegation of loop detachment".